Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that he was experiencing high blood glucose over 400 mg/dl the day of the call. The customer stated he received a check bg alert and might have changed some insulin pump settings but was unsure. Customer declined troubleshooting for high blood glucose and was assisted with changing the set and completing rewind/prime. Customer stated he would treat with a bolus. Customer was advised to contact the doctor regarding the bolus and basal rate settings and an e-mail was sent to a trainer to meet with the customer for additional training. Blood glucose at the end of the call was 297 mg/dl.